Event description:
The technician alleged that the head section brake casters would not hold. No patient impact.

Manufacturer narrative:
The technician replaced both head brake casters to resolve the issue.